Event description:
Customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and erased the flash memory files and objests files. System operates as intended.